Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. A customer reported receiving a high sensor scan and as a result, he became disorientated and was unable to treat himself. The customer had contact with a healthcare provider who obtained a blood glucose result of 42 mg/dl and administered oral glucose for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.